Event description:
The initial event indicated that the physician tried to insert an enterprise vrd device (4.5 x 28mm), but failed in handling the enterprise. Another 28 size enterprise was deployed at other position from targeted lesion. The physician pulled out this m/c and used prowler select plus catheter, and used another 28 size enterprise and prowler plus str microcatheter. However, add'l info indicated that the enterprise vrd stent deployed at the hub of the microcatheter. After the event, both the enterprise and microcatheter were removed as a unit and another system, microcatheter and enterprise vrd system were utilized to complete the procedure.

Manufacturer narrative:
During insertion through the microcatheter hub, the enterprise stent deployed at (mc) microcatheter hub (prowler select plus). During the procedure, there was no evidence of spasm during the procedure. A jailed technique was utilized for coiling the aneurysm. After the event occurred, the mc was removed with stent delivery system. The microcatheter was not damaged. All the products were new, and all the products were prep per IFU. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. Add'l info will be submitted within 30 days of receipt.